Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was complaining of alarms, which could not be reproduced by medical staff at the clinic. A large amount of dust was noted from the vent filter. A decision was made to replace the lvad with the manufacturer's clinical trial lvad. During pump exchange, suture and graft erosion was noted at the inflow valve (old/previous version) and bleeding was observed. A large hematoma was also observed in the left ventricle area. The patient had been recently complaining of chest pain in the left upper quadrant and suffered from chronic anemia.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.